Manufacturer narrative:
H10: a2 updated patient age, dob; b4, g4.

Manufacturer narrative:
H10: updated: b4, b5, b7, g3, h2, h6: type of investigation code; additional manufacturer narative: additional information received from the physician indicates patient condition is unrelated to use of the exogen gel use. Based on the information received there was no failure or malfunction of the exogen system. H11: corrected information: h6: health effect-impact code, investigation findings code, conclusion code.

Event description:
Additional information received. Physician stated patient event is unrelated to gel use. The physician stated the patient suffers from several co-morbidities which may have contributed to the patient's condition. The patient has not had any additional medical procedures and is currently doing well.

Manufacturer narrative:
Based on the information available, no definitive conclusions can be made in regards to the reported event. Attempts for additional information have been unsuccessful to date. A follow up report will be submitted if new information is received.

Event description:
It was reported a patient using the exogen system experienced swelling in their throat as well as a rash around their legs and arms. Through follow up investigation it was learned that the patient had been treated for an infection. The type of infection could not be confirmed as well as the type of treatment the patient received as a result of the infection. The patient has discontinued use of the gel and no longer has a rash or infection present.